Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the patient was hospitalized due to sepsis from an infected knee and had vegetation on the leads. There were no additional adverse patient effects reported. The product was explanted.